Event description:
A nurse reported the system worked fine on the pre-checks. During case, when pressing on the main footpedal, nothing happened. They switched out the footswitch with one from a neighboring institution and nothing happened with that one either. They ended up finishing the case with another back-up system, which the doctor was unfamiliar with. This lead to a possible posterior capsule tear, but they are monitoring the pt. No consumables were saved. Add'l info received from the nurse on 10/30/2006 stated they are still evaluating the pt for a possible posterior capsule tear. Also the lens is seated slightly off. They are continuing to monitor the pt. Other cases of the day were all cancelled.

Manufacturer narrative:
A company service rep checked the system and confirmed a problem with the internal footpedal cable; replaced cable and vent stinger. Investigation and root cause analysis is in progress.